Event description:
It was reported that patient had complained of pain. She tested positive for an infection. Her chromium level was 4 and cobalt level was 1.3. Dr (B)(6) removed all implants.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.